Manufacturer narrative:
(B)(4). The reported field event of a header anomaly was confirmed in the laboratory. Visual inspection of the header noted both df-1 lead bore tips to be slightly opaque. Analysis confirmed lead tips were viewable at the lead bore tips and both bores were within specification.

Event description:
It was reported prior to device implant, the connector pin for the atrial and ventricular could not be fully inserted without use of a wrench. Since the header surface was not visible, it was difficult to confirm if the pin was securely inserted into the header. The device was not implanted and another device was used instead. There were no adverse consequences reported during the procedure.